Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer contacted global technical service (gts) regarding a check lines and bags alarm during fill refilling the heater; one of the bags had disconnected from the supply line causing a leak. This was not reported at the time of the alarm. The home patient (hp) had disconnected and the technical service representative assisted to get the cassette out. The homechoice unit was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Upon follow up with the customer, he reported that a bag had disconnected. The hp stated that when he got the alarm, he noticed that his table was wet and discovered the disconnection. There was nothing unusual reported about the supplies. No damage was noted on the box, overpouch, or the supplies themselves. The supplies had not been damaged during use, and an assist device was not used to make the connections. There were no adverse effects reported in relation to this event.